Event description:
It was reported that this right atrial (ra) lead was suspected to perforate the heart of this patient. The lead exhibited loss of capture (loc). An echocardiogram showed small pericardial effusion but the perforation was not confirmed. The physician elected to explant and not to replace the lead. The device is not expected to return for analysis due to it was retained by the hospital. No additional adverse patient effects were reported.